Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d2b: additional device product codes: hwc. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation of "03.233.004, nail assembly instr" can not reveal the reported issue. As, the provided evidence was not sufficient to confirm the reported event of unable to assemble/ disassemble. Functionality issues can not be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the nail assembly instr would not contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to no problem detected and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 03.233.004. Lot number: 101p874. Manufacturing site: hägendorf. Release to warehouse date: 30-april-2021. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on june 16, 2024, during a professional education event (lower limb masters course) with human anatomic specimens in bangkok, there was some difficulty when assembling the rfna connection bolt into the rfna insertion handle. This difficulty was encountered on three of the 20 workshop tables. The technician in the lab was able to assemble the parts after 10 minutes, which required some force. There was no patient harm. This report involves one nail assembly instrument. This is report 8 of 10 for (B)(4). This report is related to (B)(4), which capture additional impacted products.